Event description:
Healthcare professional (hcp) reported continuous renal replacement therapy was initiated on the baxter accura device. Patient was in acute respiratory distress and one hour following initiation of treatment patient expired. Physician is not attributing this death to the baxter device. No further information was available for this report.